Manufacturer narrative:
Contrary to MDR number 3008776287-2026-00058-01, the ori hard drive did not require replacement. To resolve the issue, the technician replaced the video input card, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and was able to duplicate the reported event. To resolve the issue, the technician replaced the ori hard drive, tested the unit, confirmed it to be operating according to specifications, and returned it to service. The unit was manufactured in 2018 making it approximately 8 years old. No additional issues have been reported.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that at the start of a patient procedure there was a loss of video input while using their harmony iq3600 integration system. The procedure was moved to a different room resulting in a procedure delay. No report of injury.